Manufacturer narrative:
A visual and microscopic inspection of the returned device revealed the imaging window was detached near the lapjoint section. The imaging window was not returned for analysis. Visual inspection revealed kinks in the distal sheath assembly and the imaging core near the lapjoint detached section. A broken drive shaft and imaging core (ic) windup was found within the telescope section of the device. The ic windup began 18.00cm from the distal end of the connector shaft. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on 17mar2021. It was reported that visualization issues occurred. Th 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was advanced to view the target lesion. However, during pullback, the screen became black and nothing appeared. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment.